Event description:
The report stated during an open radio frequency ablation procedure before activating the power to the electrode, a water leak occurred at the connection between needle and grip. Another needle electrode was used.

Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints. This single use device had a lot number reported but it did not correspond to a valid lot # for covidien product. However the customer reported that this had been re-sterilized and this may be a re-sterilized lot #.